Event description:
Removed stryker triathlon baseplate, femur, and poly during a revision. Surgeon went on to irrigate and put antibiotic cement spacers into patient. When removing the tibia it was removed easily with minimal cement attached to it. Surgeon then requested send components in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-302 lot # dthr description: triathlon ps fem component, cemented. Cat # 5532-g-311 lot # mkk7vk description: triathlon ps x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Manufacturer narrative:
An event regarding infection involving a triathlon baseplate component was reported. The event was not confirmed. Method & results: -device evaluation and results: the triathlon tibial baseplate was returned for evaluation and indicated there was no bone on-growth. There were a few scratches on the bottom of the device, but the baseplate was otherwise unremarkable. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as medical records, patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Removed stryker triathlon baseplate, femur, and poly during a revision. Surgeon went on to irrigate and put antibiotic cement spacers into patient. When removing the tibia it was removed easily with minimal cement attached to it. Surgeon then requested send components in.